Manufacturer narrative:
(B)(4). According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately two months post implant, this right ventricular lead was repositioned. The device had moved in the pocket and removed the lead slack. No obvious dislodgement was observed, however may have microdislodged. Post revision, acceptable measurements were obtained. One week later, remote monitoring revealed a alert indicating the thresholds were higher than the programmed output settings. In addition, a review of the data revealed impedance measurement changes, however the measurements remain within acceptable range. An internal technical service consultant was contacted regarding this issue. Programming options were provided no adverse patient effects were reported.